Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colono videoscope displayed error code e315. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, we presume that water/humidity entered the subject device, caused defect of printed circuit board in the connector or other electronic components, which led to occurrence of the suggested event. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.